Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak2156 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? Blood cap peridural. Did the needle break and fall into patient? The needle broke, but did not fall into patient. If yes, was it removed? N/a. And how? N/a. If not, does the needle remain in patient and what tissue is it located at? N/a. Any patient consequence/ae outcome as a result of event report? Nothing was reported. Any medical/surgical intervention done on patient post-op to remove needle piece? N/a. Or planned at later date? N/a. Was the initial procedure complected successfully? Yes. And how? Normal procedure. Patient current condition? Patient discharged by the hospital. Currently at home.

Event description:
It was reported that the patient underwent epidural blood buffer for treatment of headache after puncture on (B)(6) 2019 and suture was used. During the procedure, the needle broke during use and the needle did not fall into the patient. The procedure was completed successfully via normal procedure. The patient was discharged from the hospital and is currently at home. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.